Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for complex reg pain syndrome type ii. It was reported that patient was in so much pain after they fell out of the shower. Patient reported they had vertigo in both ears that may have caused the fall. Patient landed on a rod on patient's back and now the back hurts. Patient was so sore that patient could hardly walk or move and patient could hardly breath. Patient felt pain and felt like a knife was turning in the patient. Patient had a high pain tolerance but when they walked, they felt a pinching. Patient could not take pain medication. Patient was still sore from the fall and pain has gotten progressively worse instead of better. Patient inquired if leads can get dislodged and inquired what that could feel like. Patient stated that they might go to the ER due to the pain. Patient stated that the ins hasn't been checked in 4-5 years. Patient was not sure if the pain was from the device or not, but wanted to get ins checked. Patient stated that the stim is on and they can feel stimulation. Patient stated the hcp took an x-ray and there was nothing musculoskeletal wrong with the patient after the fall. The x-ray was on patient's lumbar and only saw the ins on the x-ray, not the leads. Patient stated that they have a pcp available. Patient was redirected to their hcp and suggested to have a manufacturer rep be present at their next hcp appointment. The fall/pain occurred about a month prior to the date of the call. An exact date was not provided. No further complication reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a surgery on both of her feet altered them to the point that she didn¿t walk on her big toe or the one next to it. The patient reported that this in turn, had altered her musculoskeletal alignment. The patient reported that she had gone through multiple series of shots in her back and she had been told there was really nothing that could be done. The patient reported that she did see a manufacturer¿s representative (rep) at her appointment and he added a program which better addressed her pain. The patient reported that her back had definitely gotten worse and it was causing her legs to give out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019 it was reported that the patient felt a sharp pain around the implantable neurostimulator (ins), the pain had gradually gotten worse to the point where she thought she broke a hip and her lumbar area was spazzing. It was noted that the patient had two CT scans done, an ultrasound on the organs, x-rays, and blood tests. Nothing wrong was found and the patient thought ¿maybe its cancer¿. Also, the patient couldn¿t turn on her right side. Lastly, it was reported that the patient fell and landed on her ins in (B)(6) 2018. The patient stated that she did not catch her fall and she hit her shoulder <(>&<)> thigh. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.